Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 577 mg/dl. The customer was treated for high blood glucose with manual injection. Customer also reported that she had excessive no delivery alarm. Customer was able to rewind the pump and completely and no motor error alarm occur.